Event description:
On (B)(6) 2024, a sales representative via (B)(4) reported that an ar-9618-24 24 mm primary reamer caught the fakuda retractor while reaming and broke the peripheral rim of the reamer. The broken piece was retrieved from the patient, and the case was completed successfully. This was discovered during a reverse total shoulder arthroplasty procedure on (B)(6) 2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to interference with another instrument.

Event description:
Additional information: there was no case delay. The reaming was sufficient enough for the surgeon at the time of breakage. No adverse effects were reported on the patient.